Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-09712. Related manufacturer report number: 2017865-2020-09713. It was reported that the patient experienced pocket infection and pocket erosion. The system was explanted. The patient was in stable condition.

Manufacturer narrative:
Correction: h6 - previously patient code pocket erosion was not included. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.